Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Audio/vibration testing with the dexcom global receiver communication tool were performed and passed. "Try-it" audio/vibration testing were performed and passed. Speaker audio and vibrator intermittent testing were performed and passed. The speaker and vibrator resistance were measured and passed. An internal visual inspection was performed and passed. Functional testing was performed and passed relevant testing. The receiver log was downloaded and reviewed finding no errors related to the complaint. No injury or medical intervention was reported.